Manufacturer narrative:
Date of event: unknown. Results: a sample or photo is not available for evaluation. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the stoppers were popping off of a 13x100 mm 3.5 ml bd vacutainer® plus plastic pst tube. Lt. Green bd hemogard¿ closure during centrifugation. No injury or medical intervention.